Manufacturer narrative:
The evaluation of the actual device could not be conducted due to the device not being returned.

Manufacturer narrative:
The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that there was no backflow of blood was observed. When the assembly was inserted into the artery, the backflow of blood was not observed from the drip hole, so the device was removed and replaced by another angio-seal device to continue the hemostasis procedure, and the hemostasis was successfully achieved by the second device. The puncture site was proximal to the inguinal ligament of the right common femoral artery. The vessel diameter was 4 mm. The size of the sheath ancillary used was 8 fr. The artery of the patient was tortuous and calcified. There was stenosis around the puncture site. It was reported that there was no health damage to the patient. It was reported that the blood loss was estimated to <250 cc.